Event description:
It was reported by service report that the touch screen was only working intermittently. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: ribbon cable.